Event description:
An end user reported an issue with a mini stick max 5f x 10cm. During a procedure, the micropuncture wire was inserted through the needle and the wire prolapse. When the wire was pulled out of the body, the soft tip remained in the patient; the wire had not been pulled back against the access needle. The tip of the wire was retrieved via a small incision assisted with hemostats. A new wire was placed and the procedure was continued. There was no report of the patient experiencing any adverse effects, harm, or require medical intervention as a result of this incident.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
Received one guidewire for evaluation. As received, the guidewire was returned in two pieces. Scar004463 and guidewire complaint sample were sent to supplier, heraeus medical for sample evaluation/root cause determination and DHR review of supplier lot. As per scar004463 response from heraeus medical, since there was no evidence that this failure mode can be caused by improper manufacture of this product, there are no reasons to think this is a manufacturer-related issue. The root cause is undeterminable at this moment for this issue. The reviews of the DHR demonstrate compliance and conformance to applicable procedures and specifications. The customer's reported complaint description of guidewire fractured and detached was confirmed. Although the complaint description is confirmed, a defnitive root cause for the failure cannot be determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the dfu that is supplied in bioflo kits contains the following precaution: note: if using hydrophilic guidewire, fill the wire holder (hoop) or bathe the guidewire with sterile normal saline for injection to ensure activation of the hydrophilic coating prior to the procedure. This may need to be repeated during the procedure by gently flushing the catheter with sterile normal saline solution for injection through the supplied flush assembly with the guidewire in place. C. Recommended tip location is at or below the axillary line. Precaution: if guidewire must be withdrawn, remove the needle and guidewire as a single unit. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).